Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implant in a patient for the endovascular treatment of 25mm abdominal aortic aneurysm. An endurant ii limb was advanced during the procedure but it was reported that when the device was opened the device was kinked. Another device was implanted the next day and the event was reported to be resolved. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information received; the physician considers that the damage to the device may have occurred during shipping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the physician attempted to deploy the stent graft in the patient by an other method but that this did not work. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the delivery handle was noted to be broken when the device was opened. Device evaluation summary: the endurant bifurcation delivery system returned without the graft. There was blood visible inside the graft cover indicating the device had been inserted into the vasculature. Kinks were observed on the graft cover and on the inner spindle. Scratches were visible on the taper tip. A short longitudinal tear was observed on the tip of the graft cover. If information is provided in the future, a supplemental report will be issued.